Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead oversensing caused inappropriate mode switching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d: implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was checked because the patient stated the crt-d had "fired". No shock or alert was observed during the check. The crt-d remains in use. No patient complications have been reported as a result of this event.